Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, at approximately 11:43 am, the patient¿s primary cgm display device showed a glucose reading of 64 mg/dl. Around 12:00 pm, the patient experienced symptoms including sweating, dizziness, and confusion, followed by a hypoglycemic seizure. At the time of the incident, both the patient¿s school nurse and parents observed a cgm reading of 140 mg/dl on the follow app, which differed from the 64 mg/dl reading on the patient¿s primary device. No bg meter comparison value was obtained at that time. The patient¿s father administered baqsimi (nasal glucagon) as treatment. Following administration, the patient¿s bg level reportedly increased to 214 mg/dl, though the device used to obtain this reading was not specified. Approximately 45 minutes later, a bg meter reading was taken and recorded at 289 mg/dl. The patient did not seek care from a higher-level medical facility and was reported to be stable at the time of the incident report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on 09/11/2025. The data investigation found a difference in values that falls within the a zone of the parkes error grid on 09/12/2025. No additional patient or event information is available.